Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿pain in the area of implanted device/ possible infection¿ was not confirmed. As received, the lead was returned cut that was consistent with explant damage. The lead was returned cut, it could not be fully analyzed. Functional testing of the terminal segment was performed by measuring continuity between the electrodes and the end of the corresponding cut wires. Continuity testing for the lead did not reveal any electrical opens, and it passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25079 and 1627487-2015-25080.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25079 and 1627487-2015-25080.